Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with weakness, dizziness, shortness of breath, bradycardia and palpitations. It was also reported the right ventricular (rv) lead had the following issues; loss of capture, high thresholds and pacing below the lower rate. The lead was reprogrammed and later removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.